Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for device upgrade. The lead exhibited high threshold and high, out of range low voltage lead impedance. No anomalies were detected on x-ray. The lead was capped and replaced. The patient was in stable condition post-procedure.